Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right atrial lead exhibited intermittent undersensing and loss of capture. Chest x-ray confirmed dislodgement of lead. During repositioning procedure, stylet was unable to advance. The lead was explanted and replaced. The patient was in stable condition.